Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site to evaluate the noted issue. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the noted issue. The device passed all performance assurance tests and was placed back into use with the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips the defib test failed. There was no patient involvement.